Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl, "collapsed and CPR (cardiopulmonary resuscitation) was administered causing 4 fractured ribs and being put on a ventilator caused injury to [their] vocal cords", and was in a coma for one week; cause was not known. Reportedly, customer administered a bolus via the pump to address bg and went to the emergency room with high ketones identified as life-threatening by a healthcare provider; timeline of events was not clear. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 27 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.